Event description:
It was reported the customer was hospitalized due to high blood glucose of 900 mg/dl, treated with insulin drip. Customer's symptoms were vomiting. Customer woke up vomiting. The drive support cap was normal. No air bubbles or leaks noted. Manual prime was performed insulin did exit. Nurse was not sure if basal and bolus settings were correct, was referred to doctor. Customer was running high since december 1st blood glucose was 557 mg/dl. Nurse did not have a tubing clamp was unable to perform high pressure test. The cannula was not bent or occluded. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.